Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm the customer¿s blood glucose level was unknown. The customer was not receive a low battery alert prior to the replace battery now alarm. The customer reported that this was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. (B)(4).